Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that the dilator pushed the hemostatic valve into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium when it was being inserted. The bwi representative stated that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced, and the issue was resolved. There was no patient consequence. Additional information received indicated it was the hemostatic valve section that broke/separated. The hemostatic valve (gasket) dislodged inside the hub, not outside the hub. The brim cap/hub did not detach from the sheath. Air did not enter the patient¿ body. There was blood loss of 3-5cc approximate volume.